Manufacturer narrative:
Other text: it has been determined that complaint file (B)(4) with a manufacturing report number of 3012307300-2023-02480 is a duplicate complaint entered in error. Please disregard the previous submission(s). Any additional reporting will be conducted under the applicable file.

Manufacturer narrative:
UDI section and manufacture date are unknown, no information has been provided at this time. 510k is blank, device is exempt. Device evaluation: no product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. A device history record (DHR) review was not completed as the customer withdrew their complaint due to the product being past its expiration date.

Event description:
It was reported that the tracheostomy strap has disintegrated within the packaging. Customer stated "it would appear the glue is damaging product. We are having to open numerous packets to find a strap which is suitable for clinical use." Additional information was received on 09-mar-2023 informing us that the customer was requesting to withdraw the complaint due to an internal investigation which showed the product was past expiration date. The reported lot number cannot be verified. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.